Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the bioresorbable screw has fractured; therefore, the complaint is confirmed. Dimensional analysis cannot be performed due to the damage to the screw as well as the type of material the screw is made out of may have changed/deformed while attempting to implant the screw. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: warnings; 6. Correct handling of implants is extremely important. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.

Event description:
Screw fractured during femoral fixation of acl graft. The screw was removed and replaced with another device to complete the procedure.